Event description:
It was reported this tracheobronchial graft was placed in the left common carotid artery for an aneurysm procedure. Following successful placement the graft and subsequent removal of the delivery system, it was noted under flouroscopy the distal portion of the delivery system had detached and remained in the pt. An attempt to retrieve the distal segment via a percutaneous approach was unsuccessful. The pt was transferred to surgery where a cutdown was performed to successfully retrieve the detached segment. The pt's condition is good. A delivery system was rec'd, evaluated and retained by this MFR. The graft remains implanted and was therefore not returned for eval. Eval of the delivery system revealed approx 35mm of the distal tip was missing and not returned for eval. This device was used in a non-indicated procedure, left common carotid aneurysm stent placement. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the wallgraft tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted."